Event description:
In early 2009, the pt reported that he began use of the infusion device three days prior, before receiving training. He stated that his blood glucose was elevated to 200-300 mg/dl when he began use of the infusion device. He was disconnected from the infusion device for "quite a while" while he was setting it up and his blood glucose elevated, and his mind got "cloudy." Since that time, his blood glucose has been elevated and at the time of the report measured over 600 mg/dl. He stated that he felt ill and was vomiting. His normal blood glucose range is 100-120 mg/dl. He stated that he was able to lower his blood glucose yesterday by bolusing through the infusion device and by programming a 140% temporary basal rate increase. The pt's current basal rate was set as 0.0 u/h. The pt was assisted in programming his basal rates. He disconnected from the infusion site and bolused 5 units of insulin and saw insulin drip from the end of the infusion tubing. Upon follow up two days after the original date, the pt reported that he was doing very well and he was glad to see his blood glucose had reduced to 80-90 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.